Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two inappropriate shocks due to oversensed noise. It was noted that one shock occurred while the patient was on the toilet (but not straining) and the other shock occurred while the patient was walking. The delivered shock impedance was 75 ohms. It was noted that tachy counts and sensing saturations had increased over the past month. Noise was reproducible with pocket manipulations and along the electrode in both primary and alternate, however secondary was clean with stable impedance measurements. Technical services (ts) recommended x-rays to investigate potential causes and programming to secondary, 2x gain for continued monitoring and performing a patient-initiated interrogation (pii). This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.